Event description:
Customer reporting an unexpected negative antibody screen results on a patient sample containing anti-e when tested on the echo.

Manufacturer narrative:
The customer will not be sending the archive disc in for investigation, and did not provide any additional information.